Event description:
It was reported to philips that the system gave an alert indicating "no-x-ray available. Reselect procedure", preventing imaging. The patient was moved to another room to complete the procedure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.